Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided liver biopsy on normal density tissue using a maxcore instrument. During the procedure, the needle was bent, and it was difficult to remove from the patient. No coaxial needle was used, and the procedure was completed by another device. There were no patients reported injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical devices were not returned for evaluation. Three electronic photos were provided and reviewed. The first photos show one maxcore biopsy devices in its fully primed position. Second photo shows another maxcore device in its fully primed position. The third photo shows a maxcore device in its half primed position in which the stylet (sample notch) was noted to be bent. Therefore, the investigation is inconclusive for the reported difficult to remove as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged needle bent and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided liver biopsy on normal density tissue using a maxcore instrument. During the procedure, the needle was bent, and it was difficult to remove from the patient. No coaxial needle was used, and the procedure was completed by another device. There were no patients reported injuries.